Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter loaded with an unknown sheath was returned for evaluation. Stretching ,kinks were noted on the catheter shaft and balloon was noted to be bunched near the distal end. No other specific anomalies were noted during the visual evaluation of the catheter. An attempt to remove the catheter out of the sheath was made, but it was unsuccessful during the functional testing. As the returned catheter was loaded into an unknown sheath, stretching and kinks on the catheter shaft and the balloon was noted to be bunched near to the distal end was observed during the visual examination and was unsuccessful to remove during the functional testing. Hence, the investigation was confirmed for the reported sheath removal difficulties and identified deformation. A definitive root cause for the reported sheath removal difficulties and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025), g3, h6 (device, method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral approach, the device allegedly failed to be retracted from the sheath after inflating. It was further reported that the catheter and the sheath were removed as one unit. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral approach, the device allegedly failed to be retracted from the sheath after inflating. It was further reported that the catheter and the sheath were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.